Manufacturer narrative:
A follow-up report will be submitted after the evaluation has been completed.

Event description:
The battery belt fell off the bed and hit the floor and began to pop and a flame occurred. The battery was placed in sink to put out flames. No injuries.